Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore an eval of the device performance was not possible. A review of the mfg records showed no anomalies. No pt impact was reported, and it is unk whether the revision surgery was related to a malfunction of the device.

Event description:
The pt reported that her csf shunt was modified by the doctor, who took a piece of catheter off and replaced with a synthetic piece for unk reason.